Manufacturer narrative:
(B)(4). Date sent: 8/3/2023. D4: batch # 584a11. Additional event information: device does not fire after battery is installed properly installed; guns and staple cartridges used due to failure, firing is not completed, no harm was done to the patient and the procedure was not affected; the surgeon considered a dead battery, replacing the electric gun and the stapler, and successfully completing the procedure. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pce60a device was returned with no apparent damage and with no reload present. An attempt to perform the functional test was unsuccessful. The bailout door was removed and it was found that the part that pressed the actuator switch for the internal circuit on the bailout door was bent. The device was tested for functionality with a test battery in the straight position with a test reload and a test bailout door. It achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to how the bailout door became damaged. A manufacturing record evaluation was performed for the finished device batch number 584a11, and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire. Changed the new one to complete surgery. Our customer suspect it was battery issue. There was no patient consequence reported. No additional information can be provided.